Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on an evaluation of severity and frequency, no corrective action was performed to since this issue could not be confirmed as manufacturing related.

Event description:
It was reported bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in was damaged, causing leakage. The following information was provided by the initial reporter, translated from (B)(6): "...the nurse indwelled the needle for the patient according to the normal operation process, and found that there was damage and leakage of the needle...".

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on an evaluation of severity and frequency, no corrective action was performed to since this issue could not be confirmed as manufacturing related.

Event description:
It was reported bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in was damaged, causing leakage. The following information was provided by the initial reporter, translated from chinese: "...the nurse indwelled the needle for the patient according to the normal operation process, and found that there was damage and leakage of the needle...".